Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an atrial septal perforation requiring intervention. It was reported that on (B)(6) 2022, a patient presented with grade 4 mixed mitral regurgitation (mr) and an enlarged atrium. Two mitraclips were successfully implanted, and as the steerable guide catheter (sgc) was removed from the septum, a left to right and right to left shunt was observed. Oxygenation decreased, and an atrial septal occluder was used to treat the perforation where the sgc was. Oxygenation increased and the mr was reduced to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hypoxia associated with the dropped oxygen saturation was due to the perforation. The cause of the reported perforation (atrial: percutaneous intervention) associated with the asd appears to be due to procedural circumstances during the transseptal puncture. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.